Event description:
We have received a product report involving a non-medtronic product and are sending you the information in accordance with 21 cfr 803.22. Below is a brief description of the information. It was reported the patient had a blister from an adhesive dressing, and the issue was resolved. If you have any questions regarding this letter for manufacturer notification, please do not hesitate to contact us. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).